Event description:
The customer reported during the daily test, the paddles discharge failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported during the daily test, the paddles discharge failed. There was no reported pt involvement. The philips field service engineer evaluated the device and found the contact between the connector and the external paddles charge button was poor. The field service engineer repaired the paddles and resolved the issue. The device passed all performance assurance testing and was returned to use.